Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion in the right coronary artery (rca) with mild tortuosity and moderate calcification. During advancement through the guide catheter, the whisper guide wire inadvertently went through a side hole and got stuck. An attempt was made to pull the guide wire back a little to enable further advancement into the vessel, at which time the tip separated. The separated guide wire tip was removed with some difficulty from the patient anatomy using a snare device. A drug eluting stent was used to complete the procedure successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported separation was confirmed although difficult to position and difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).